Event description:
It was reported that undersensing was noted on stored electrograms (egm), device lists events as terminated.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 479888 lead, w4tr01 crt-p implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.